Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after forgetting to reconnect the infusion set following a pump charge and then going out to dinner; the highest cgm reading was 293 mg/dl, and the infusion set was reported in the abdomen with a dexcom g7 cgm in use. Symptoms included elevated glucose consistent with hyperglycemia. Outcomes included no hospitalization and education provided to allow the pump to correct the glucose without meal announcement upon reconnection. Investigation included complaint handling and user education. Investigation of this case revealed use-related error due to failure to reconnect the infusion set, with no evidence of device alarm or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to handling and use environment.